Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions include the poppet kit for the valve was not shifting, the heat exchanger for the compressor was leaking, the sieve tubes for the tubing was leaking, the sieve beds were saturated, the elbow for the heat exchanger was leaking, the power switch had a short circuit, the worm clamps for the tubing was leaking, and the zip ties for the tubing was leaking.